Event description:
(B)(4). Autoimmune diseases, extreme fatigue, daily migraines, feet hand swelling, psoriasis, hives, extremely painful bloating, bowel problems, painful sex, random pelvic pain, muscle pain, joint stiffness, dental issues, heavy discharge, foul odor, abnormal periods, blurred vision, dizzy spells, insomnia, shoulder and arm pain, kidney pain, back and neck pain.